Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge. The charging pin appears to be broken. There was no reported patient involvement.

Manufacturer narrative:
Serial number and product UDI # updated. This report is being retracted as it is a duplicate of the report submitted on MDR # 3003832357-2025-000460. Please disregard this report.